Manufacturer narrative:
(B)(4): evaluation: results: visual inspection of the returned product showed both haptics and a pieces of the optic were torn off and missing and there was a tear in the optic. There was a clear surgical residue on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the trailing haptic tore as the surgeon inserted the cq2015a collamer three piece lens. The lens was removed without any pt injury.